Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced a skin flap infection at the implant site. On (B)(6) 2016, the recipient was treated with intravenous antibiotics and wound debridement for two months. The recipient was prescribed cefoperazone/sulbactam and piperacillin/tazobactam for two weeks. The recipient was prescribed imipenem for a week. The recipient was hospitalized on (B)(6) 2016. The recipient's device was explanted. The recipient's infection has resolved and the wound site has healed.

Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.